Event description:
Harmony lc had charred pcb to lamp harness-lc part # p14667008 and charred lc lh board with out camera part #p146670008.

Manufacturer narrative:
Steris technician was dispatched to the account. After inspection of the light head, the tech replaced the defective lighthead and is returning it to the factory for evaluation. The product is under warranty. Technician's findings: pc board and pcb to lamp harness-lc were charred and blackened. Smoke damage occurred internally to the lighthead lenses and framework. No injury was reported. No indication of any open flames or fire. The light head was turned off to stop the smoking. As of the date of this report the suspect item has not been received for evaluation, steris corporation will submit a follow-up report to FDA once the item has been returned and evaluated as to the root cause of the malfunction.